Event description:
It was reported that while using the enlite navigation system for a spinal fusion procedure, an error message appeared which notified the user that the image acquisition at the siemens c-arm was interrupted, therefore registration could not be loaded. The sales representative logged off and restarted the system which caused a 35 minute delay. The patient was given additional anesthesia as a result. The procedure was completed successfully using navigation.

Event description:
It was reported that while using the enlite navigation system for a spinal fusion procedure, an error message appeared which notified the user that the image acquisition at the siemens c-arm was interrupted, therefore registration could not be loaded. The sales representative logged off and restarted the system which caused a 35 minute delay. The patient was given additional anesthesia as a result. The procedure was completed successfully using navigation.

Manufacturer narrative:
The reported event, the image acquisition at the siemens c-arm was interrupted, was not duplicated; however it was confirmed by the sales rep that the cross over cable caused the reported event. It is possible that the cross over cable was damaged or that the cable had a loose connection. The device was repaired at the customer site.